Event description:
Customer reported after 11 days use on patient at hospital, a nurse confirmed the cuff pressure could not be measured. Customer confirmed that pretesting of the tube was performed and confirmed no harm to patient. Information suggest that replacement of the tube required however, it is not confirmed. Covidien has made multiple attempts to gather further details related to this report.

Manufacturer narrative:
If the sample is returned, a summary of the investigation will be provided in a supplemental report.